Event description:
It was reported that the right ventricular (rv) lead had a one time pacing impedance increase. The rv lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6)-2011 21:00:10. Weekly pace lead impedance trend data shows an increase for max ventricular pace bi impedance of 551 to 1140 ohms peak between (B)(6)-2011 and (B)(6)-2011.